Manufacturer narrative:
The unit passed the displacement test, rewind test, basic occlusion test, prime/compromised force sensor system test, occlusion test, and excessive no delivery test. The unit had a half broken off reservoir tube lip with a loose reservoir tube o-ring, minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners, scratches on the reservoir tube window, a cracked reservoir tube, and cracked battery tube threads.

Event description:
The customer called in to report damage to the reservoir tube and compartment. The blood glucose reading was 134 mg/dl. The customer was advised to discontinue using the insulin pump and to revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.